Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for scheduled follow up. During the visit, it was discovered that the atrial lead exhibited noise. The clinic was unable to replicate the noise and the physician elected to continue to monitor the lead normally. The patient's condition was stable. No changes were made.